Manufacturer narrative:
A review of lot file a750 was performed. There were no nonconformances reported for this lot. There was no alarm noted during lot release testing. This lot met all release requirements. A review of complaints received for lot a750 was performed. There was one additional leak /spill complaint reported to date for this lot. This assessment is based on the info available at the time of the investigation. No product was returned by the customer. Therefore, no root cause could be determined based solely on the info provided. Complaints of this nature are monitored through tracking and treadling. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to reported a leak at the hematocrit sensor. Name of complainant: same as reporter. Customer reported that she noticed the leak during buffy coat in 1st cycle. Customer stopped the treatment immediately when the leak was observed. The customer did not return any product for investigation.